Event description:
It was reported that loss of aspiration occurred. The 70% stenosed target lesion was located in the severely calcified left lower limb deep vein. An angiojet solent omni catheter was selected for a thrombectomy procedure. During procedure, the blood flowed back to the collection bag during power pulse and the physician used a hemostatic clip in the waste tubing and completed working under power pulse mode. It was also noted that the thrombus could not be removed under thrombectomy mode. The physician injected a contrast agent through the y-valve but would not go through the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.